Event description:
A caller reported a malfunction on their insulin pump, displaying a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. Customer support decided to replace the pump and confirmed shipping details. The caller acknowledged not having completed a required online form, so the support team completed it on their behalf. The customer would revert to multiple daily injections as backup therapy and was informed that the replacement pump would contain updated software. They also received instructions on how to put the old pump into storage mode. The customer was instructed on returning the problematic pump within a specified timeframe to avoid charges and was informed about programming settings and connecting their continuous glucose monitor to the new pump.